Manufacturer narrative:
The tip bending during intubation caused the patient to be de-intubated and re-intubated with another tube. The complaint of "tip bent during intubation" regarding part I-pstdl-35 was confirmed via photo. The root cause cannot be determined but could possibly be a result of the tubing thickness being too thin. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 7/10 which does not require the initiation of a CAPA. There have been 7 complaints against the product in the past 24 months. 0 of those complaints were regarding the tip bending. A resolution letter was sent to the customer.

Event description:
The patient was de-intubated and re -intubated with another tube.

Manufacturer narrative:
The tip bending during intubation caused the patient to be de-intubated and re-intubated with another tube. The complaint of "tip bent during intubation" regarding part I-pstdl-35 was confirmed via photo. The root cause cannot be determined but could possibly be a result of the tubing thickness being too thin. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 7/10 which does not require the initiation of a CAPA. There have been (B)(4) complaints against the product in the past 24 months. 0 of those complaints were regarding the tip bending. A resolution letter was sent to the customer. UDI related data quality updates only.

Event description:
The patient was de-intubated and re -intubated with another tube.

Event description:
The patient was de-intubated and re -intubated with another tube.

Manufacturer narrative:
The tip bending during intubation caused the patient to be de-intubated and re-intubated with another tube.